Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, requiring medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's physician contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient's physician handed the phone over to patient to provide event details. Patient reported that he was at home waiting for a cab to pick him up and take him to work. Patient stated he forgot to eat his sandwich and began to go low. Patient stated that when he arrived at work, his coworkers gave him orange juice and called for ambulance. Paramedics arrived at patient's work and reportedly administered something to him. Patient does not recall what paramedics administered. Patient was transported to the hospital. Patient reported that no further medical intervention was necessary during his hospital stay. Patient does not recall when he was discharged. No further event or patient information was provided.